Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was displaying intermittent noise on the rate/sense and shock channels. The noise resulted in pacing inhibition. All lead measurements were normal. Technical services discussed several troubleshooting options. The device was reprogrammed to least sensitivity.